Event description:
Infusion therapy: when removing the medline, port access from packaging, the protective wings were already over the needle. Not used on patient. Rep - chris hall picked up the product. Manufacturer response for general surgery tray, medline industries, inc. (Per site reporter). Obtained and will investigate.